Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The consumer alleged that an incorrect refractive power lens was implanted in his left eye. The consumer also alleged that the lens developed "z-syndrome". According to the consumer, the lens was removed and replaced with a non-accommodating lens of the correct refractive specification.